Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from 9057848 lot. No., cat. No. 320136. Visual examination was carried out on returned photos and sample and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd micro fine plus¿ insulin pen needle the non-patient end of the needle was broken. The following information was provided by the initial reporter, translated from japanese to english: the needle npe was broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd micro fine plus¿ insulin pen needle the non-patient end of the needle was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle npe was broken.